Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting back to the setting mode. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests three times a day and manages his diabetes with novolin 70/30 (usually 35 units in the morning and 25 units in the evening) based on the result he obtains with the subject meter. The patient corrected and clarified that the alleged issue began on (B)(6), 2010. The patient confirmed he continued with his usual dose of medication after the alleged issue began. The patient indicated he did not test his blood glucose with another device. On (B)(6), 2010 at 2am, the patient corrected and clarified he woke up with symptoms of cold sweats and dizziness. Immediately after the onset of his symptoms, the patient corrected and clarified he administered self-treatment by consuming glucose tablets. The patient stated he felt better approximately 30 minutes later. At the time of troubleshooting, the customer service representative noted that the alleged meter issue did not occur after the patient removed/replaced the subject meter's battery. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.